Event description:
Customer reported a failure code 814:01. Customer reported there were no patient injuries associated with this report and there have been incident reports filed since the last baxter service event, customer stated incident occurred during biomed testing.